Event description:
The facility notified the dealer on (B)(6) 2013 that a resident was being transported from her bed to a wheelchair and one of the loops of the sling came off the hook on the top of the lift. The resident fell out of the sling and was injured. The resident was taken to a hospital and subsequently died of her injury. The date of death is unknown. The lift has been taken out of use. It is unknown if the lift malfunctioned at this time.